Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system-wide interface was not communicating. The technical support specialist had spoken with the customer and confirmed that backup data was flowing, but no new orders were crossing. After running a server downtime query, technical support specialist found the delay increasing. Services sharing were restarted, but the issue persisted. Messaging debug logs showed a communication error and end point not found exception, indicating that the care fusion coordinate engine server was not communicating with the server. The ticket was escalated to the interface team for further investigation, and visibility was provided via email. Upon dialing into the care fusion coordinate engine, the specialist found that the service had stopped unexpectedly and was not configured for automatic restart and updated service, and just in time restock order services to restart automatically if terminated unexpectedly. The case was closed after resolving the issue and implementing preventive measures to avoid future downtime. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface was not communicating, and patients and orders were not flowing from meditech to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.